Event description:
Device report from synthes reports an event in colombia as follows: it was reported that during a procedure on (B)(6) 2022, the screw that was previously assembled with stardrive recess was damaged. It did not negatively affect the procedure or the patient. Additionally, a drill bit was dull. This did not adversely affect the patient or the procedure. No further information is available. This report involves one 2.8mm drill bit/qc/165mm. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the edges of the flutes of lcp drill bit ø2.8 w/stop l165 2flute f/ appear to be softened and dull. A dimensional inspection for the lcp drill bit ø2.8 w/stop l165 2flute f/ was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to the nature of its functionality. Nevertheless, as the edges of the flutes appear to be softened and worn it is reasonable that the dullness is attributed to this condition. The complaint condition was able to be replicated. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp drill bit ø2.8 w/stop l165 2flute f/ would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a device history lot part # 310.284 synthese lot # 5l35038 release to warehouse date: (B)(6) 2019 manufactured by: werk bettlach a manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.